Event description:
The patient reported that they have been recommended for release from treatment, as their doctor believes that they will require more advanced orthodontic treatment to address their alignment issues. The patient is requesting a refund.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.